Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is called to report a faulty sensor. Customer blood glucose was 408mg/dl. Troubleshooting was not performed. Product is not expected to return.